Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure utilizing the sapien 3 ultra resilia valve, the procedure was completed without complications. However, upon removal of the device, it was observed that the distal tip of the esheath+ was torn. The patient remained stable throughout and did not sustain any injury. Subsequent imaging confirmed that the distal tip of the esheath+ was indeed torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to d4- model number provided by the reporter.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. Correction to h8, please disregard the box was marked inadvertently. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform visual inspection, functional testing, or dimensional analysis. Review of the available imaging indicated that the distal tip of the device was torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.